Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylet was stuck in the right ventricular (rv) lead during implant, and that it was difficult to take the stylet out. This rv lead was attempted and not used. A new rv lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet stuck in the lumen. The stylet was kinked/buckled. Visual analysis of the lead indicated the lead was stretched. The proximal and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched, and with the stylet still inserted in lead. During analysis, it was difficulty to remove stylet from lead as well as the report indicated. But it was out when the analyst applying force. Visual inspection on the stylet and confirmed that stylet kinked. If information is provided in the future, a supplemental report will be issued.